Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that his cgm was displaying values he believed to be within his normal range; however, he did not recall the specific readings. The patient dosed his insulin based on these cgm values throughout the day. Later that same day, the patient developed vomiting, back pain, and nausea, prompting him to contact emergency medical services (ems). Upon ems arrival, a fingerstick bg measurement showed an elevated value of 400 mg/dl, while the cgm displayed 170 mg/dl. The patient was transported to the emergency room for further evaluation. At the ER, a subsequent bg meter reading was 430 mg/dl, while the cgm reading at that time was 150 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and received treatment that included IV insulin, IV fluids, and IV zofran. At the time the report was submitted, the patient remained hospitalized but was noted to be ¿fine,¿ with a planned discharge date of (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis .